Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting good sufficient coverage and there were high impedances on eight contacts when testing the leads. The patient underwent a lead replacement procedure and was getting great coverage postoperatively. The explanted paddle lead will not be returned.